Event description:
The customer reported to olympus bacteria was found in the endoscope. No additional information was provided. Attempts to retrieve additional information are in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation but is anticipated. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Additional information was received. This report is being supplemented to provide additional information based on results the customer provided cleaning disinfection, and sterilization (cds) practices, customer hygiene microbiological investigation (hmi) testing results, third party testing results, and the device evaluation. The subject device was pre-cleaned aspirating water through the instrument and suction channels, flushing the air/ water channel and forceps elevator wire channel with an unknown detergent. Manual cleaning was not performed. A getinge aer was used with an unknown detergent and disinfectant. The device was stored in a getinge drying cabinet and olympus is the maintenance company for the endoscope. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation including the bending section rubber, scope connection cover, and the lever arm were leaky, the light guide lens cover glasses glue was porous and broken, the distal end cap had impact points and scratches, the bending section rubber glue was porous and broken, the insertion tube surface was scratched, the name plate was missing and there was corrosion under the lever arm. However, these defects are not considered sever enough to cause a potential adverse event. Another malfunction was noted during evaluation where there was a gap of adhesive on the distal end where a stain had entered inside the lens through the gap. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information has been received from the reporter. The positive culture test was conducted on on (B)(6) 2021 where 1 cfu of acinetobacter ursingii and 24cfu/ 100ml of kocuria varians were detected. The automatic endoscopic reprocessor (aer) was not tested for microbes. The user reported no patient infection occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.